Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that the pump was searching for a sensor signal. Also, the customer reported the transmitter led(light emitting diode) light issue. The customer reported no adverse event. The event involved product(s) mmt-7841zn and mmt-7040a. Troubleshooting was performed. The customer requested to run the test plug procedure. No damage was reported to the transmitter. The led (light emitting diode) did not blink when connected to the tester or when removed from the charger after being fully charged. No harm requiring medical intervention was reported. No product return is required for mmt-7040a. Mmt-7841zn was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
Following our receipt of one unit and placed unit under microscope and found physical damage to the connector pins, unable to continue with functional testing or verify loss communication/led anomalies due to physical damage. In conclusion, the customer complaint of loss of communication/led anomalies could not be confirmed, due to transmitter damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.